Event description:
A patient reportedly experienced corneal erosion after using complete brand multi-purpose solution. The reports also indicated that the patient experienced conjunctival hyperemia described as "congestion, visual disturbance described as "white vision", eye pain, and blindness, as their view was "clouded and lost." The reports indicated that the patient inserted their lenses after soaking them in complete for one week, then suddenly experienced the hyperemia and eye pain. After removing their lenses, their view became "clouded and lost." The reports indicated that the patient went to the hospital in an ambulance, where they received the following diagnosis from a health care professional: "cornea erosion for lens trouble. Chemical reaction is found." The reports indicated that they were given an "antibiotic/intravenous drip injection/eye drop" at the hospital. A follow-up report indicated that the patient fully recovered after discontinuing use of complete brand multi-purpose solution. The patient did not experience any permanent damage. Corrective treatment: an antibiotic/intravenous drip injection/eye drop was given at the hospital.